Event description:
A third party service center contacted the manufacturer for advice regarding a ventilator repair. There was no harm or injury reported. The manufacturer reviewed the device's downloaded event log. Based on the event log, the customer was advised the device may have a faulty proportional or solenoid valve. Repeated attempts for additional information were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.